Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Manufacturer narrative:
It was reported by the customer that the device sparked on the patient. Further information obtained by a philips field service engineer (fse) indicates that during a code, the mrx was discharged multiple times. On the last discharge, a spark was generated and initiated a flame on the upper part of the patient's body. It was reported that there was patient harm. The information currently obtained indicates that the patient had an oxygen mask with running oxygen. The spark originated from the top of the upper body between the defibrillation pads and the patient gown, resulting in a burn on the patient's upper body. The degree of burn is unknown. Multiple requests were made to the customer for further information about the incident and their findings, however no further information was provided. The device was evaluated by a philips fse with no trouble found. The device passed all performance assurance testing and remains at the customer site. The fse visually inspected and verified that burn marks appeared on a defibrillator pad, along with burn marks/melting of a leads ECG wire. The customer subsequently locked up the device and involved accessories, therefore the fse could not return to philips for further testing. Multiple requests were made to the customer for further information about the incident and their findings, however no further information was provided.

Event description:
It was reported by the customer that the device sparked on the patient.

Event description:
It was reported by the customer that the device sparked on the patient.